Manufacturer narrative:
Device evaluation: one (1) opened patient interface was received within original packaging, confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was something on the cone of the patient interface. Customer did not know if there was any patient contact. The procedure was completed successfully. There was no patient injury reported.